Manufacturer narrative:
A steris technician inspected the lighting system and found it to be properly operating. The lighting system is not under steris service contract and is currently maintained and serviced by the facility's biomedical department. The operator manual contains the following warning concerning lamp replacement: "warning - electric shock and burn hazard: be sure reflector outer cover and lamp holder are cool before touching." The user facility has accepted in-service training on the proper use and operation of the surgical lighting system.

Event description:
The user facility reported that during preparation for a patient procedure when the surgical lights were turned on one of the two lightheads glowed dimly. A nurse then shut the power off to the lighthead, touched the lighthead's lamp to remove it, and received a burn on her finger and thumb. The nurse ran her finger and thumb under cold water and a facility doctor applied silvadene ointment. The nurse then went to the facility emergency room where she received a tetanus shot and bacitracin ointment. The nurse has fully recovered and has no sustaining injuries.